Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
Contacted the pdrn (B)(6) on (B)(6) 2018 at 2:32 pm est at (B)(6) regarding the reported fluid leak. The pdrn confirmed that the fluid leaking was coming from inside of the cycler door. The pdrn stated that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient discarded the cassette. The patient received the replacement cycler and was able to continue pd therapy with no further issues. (B)(6). Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A visual internal inspection found evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A simulated treatment was initiated and completed on the cycler with no issues noted. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.